Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure was cracked. The physical damage found during visual inspection is not related to the reported event of a user advisory (ua) 41 (patient temperature sensor failure) fault. The damage appears to have been caused by normal wear and tear (autopulse manufactured in may of 2013). A review of the autopulse platform's archive was performed and the reported complaint of a ua 41 fault was confirmed. The archive data shows that multiple ua 41 faults occurred on the reported event date of (B)(6) 2014. The archive also shows that a ua 18 (max take-up revolutions exceeded) fault occurred on the reported event date. However, this user advisory is not related to the reported complaint. Functional testing was performed and the reported issue of a ua 41 fault was reproduced. It was found that the temperature sensor cable was at fault. Based on the investigation, the parts identified for replacement were the temperature sensor cable and the front enclosure. In summary, the reported complaint of a ua 41 fault was confirmed during functional testing and during archive review. The fault was found to be due to the defective temperature sensor cable. The physical damage found during visual inspection is unrelated to the reported complaint. The ua 18 fault that was observed in the archive review is unrelated to the reported complaint. The root cause for ua 18 could not be determined. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was initially reported that during a morning check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. Customer stated that the platform worked after removing and reinserting the lifeband. No patient involvement was reported. The platform was subsequently returned to zoll for evaluation. Upon review of the platform's archive data, it was observed that a ua 18 (max take-up revolutions exceeded) message occurred on the reported event date of (B)(6) 2014. Although the customer did not report this, ua 18 is considered a reportable malfunction. In addition, although the customer indicated that the platform worked after removing and reinserting the lifeband, the reported ua 41 message was reproduced during functional testing.